Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false down stream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The force sensor requires calibration and downstream tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.